Event description:
It was reported that the device had failure on display board and no channel ID. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failure on display board and no channel ID. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty display board. Replaced broken bezel assembly. Replaced broken rear case. Replaced broken door assembly. Replaced broken ail. Replaced corroded left and right iui's. A review of the device history record showed the device had a manufacture date of 05/09/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue was due to an electrical failure of the display board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, ca-2014-0284 for ail, ca-2015-0195 for bezel lower hinge.

Event description:
It was reported that the device had failure on display board and no channel ID. No patient involvement.